Event description:
It was reported that less than two weeks post implant the patient experienced bradycardia. The right ventricular (rv) lead exhibited high thresholds which contributed to the depletion of the battery of the implantable pulse generator (ipg). It was further noted that the ipg was implanted approximately two months post use before date. The rv lead was noted to have a possible micro dislodgement via x-ray. The rv lead was reprogrammed, repositioned and remains in use. The ipg was reprogrammed, explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.